Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 3 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and a loss of consciousness. Customer was able to self-treat with sugar water after regaining consciousness and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0d67d6p1u has been returned and investigated. Visual inspection has been performed on the sensor patch, no issues were observed. No malfunction or product deficiency was identified. No further investigation performed due to adhesive not being returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.